Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age/date of birth, sex, weight and ethnicity/race were not provided for reporting. The upc, lot number and UDI number are not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer alleges that they used the listerine sensitivity zero alcohol mouthrinse for a couple of days and a crown fell out.